Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 10/01/2015 medtronic representative made this observation at the time of the reported issue: ¿processing exam¿ progress bar is not displayed and stealthair registration is not re-calculated. Proceed to "navigate" task and come back to "register" task and verify that the ¿processing exam¿ progress bar is displayed and stealthair registration is re-calculated. After task transition the registration is re-calculated, however, not when the user flips the exam on "register" task. 10/15/2015 the software investigation found that the reported event was related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that a navigation system stealthair registration is not re-calculated correctly if the exam is flipped on register task. Data set-up:import patients airreferencetestexam_nonlps & resin head. Combine both patients and merge both exams with airreferencetestexam_nonlps as the reference exam patient is registered with stealthair registration. The navigate task is enabled. On plan task, open "stealthmerge" window and click on "re-orient" button and change orientation of reference exam using correct a/p, correct r/l or correct s/I buttons. Confirm the pop-up message, verify the merge and close stealthmerge window by clicking on "done" button. Proceed to "register" task and observe. "Processing exam" progress bar is displayed and stealthair registration is recalculated. On "register" task, open the stealthmerge window and click on "re-orient" button and change orientation of reference exam using correct a/p, correct r/l or correct s/I buttons. The pop-up is displayed. There was no patient present when this issue was identified.